Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 06/17/2011. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit shuts itself off. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test. Once the unit moved into self-test (temperature display accuracy test), the attempt to set heater values by pressing the check/accept would fail by unit drop out with no response at all. This test failure mode was attempted multiple times with the same drop out results. The onboard power supply pcb was by-passed with a known good ps-pcb. The test was performed again and passed at the first attempt. Based on the investigation performed, the reported complaint was confirmed. It was found that there was a defective electronic component. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 20 nov 2010 and will be replaced.

Event description:
The event is reported as: the unit shuts itself off. Unknown when alleged defect was detected.